Manufacturer narrative:
The insulin pump alarmed motor error during rewind and e70 error alarm was confirmed in alarm history due to motor encoder signal out of phase. The insulin pump was minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported having to change the battery on the insulin pump to resolve the alarm. The customer would also have to reset the insulin pump after the battery changes. Customer's blood glucose was 130 mg/dl. The customer stated the drive support appeared to be normal on the insulin pump. Customer also reported a motor position encoder error alarm occurring on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.